Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind and received request to rewind. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer = black. Customer returned the insulin pump for an alleged pump error 53 alarm found on (B)(6) 2021. The insulin pump passed the self test and the displacement test. The pump was successfully downloaded using thump. No unexpected pump error 53 alarms occurred during testing however, a review of the history files show pump error 53 alarm triggered on (B)(6) 2021 at 00:02, fault isolated to the electronic assembly as per global logic analysis. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (electronic board 1 and electronic board 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 53 alarm is confirmed, isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.